Manufacturer narrative:
Device manufacture date:unknown device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6)2020. The review was performed from the date of manufacture to the present date 01mar2021. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had system error. There was no reported patient involvement.

Event description:
It was reported that the device had system error. There was no patient involvement.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Describe event or problem, unique identifier (UDI) #, initial reporter facility name, reporting office contact, device manufacture date, imdrf annex a,b,c,d and g grid, manufacturer narrative field are updated. A review of the device history record showed the device had a manufacture date of 20jan2020. The review was performed from the date of manufacture to the present date 15apr2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.